Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 180 mg/dl at the time of incident. Troubleshooting was done. The customer reported that the insulin did not exit during fixed prime. The customer assembled new infusion set and new reservoir. The customer stated that the insulin did exit and the insulin pump did not alarm no delivery after assembling new infusion set and new reservoir. The reservoir will be returned for analysis.